Event description:
It was reported that the unit was not powering on with ac power and was running on battery. There was no patent involvement when the event occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, when ac connected to the unit, the main led was not illuminated. It was then reported that when the battery is installed in the unit and ac connected, the battery runs for a few minutes with a message saying it was operating on battery power; then the unit goes "vent inoperable" when the battery is depleted. The unit does not transfer or operate on ac power. The battery was removed, and the unit would operate on ac power, but the main led still does not illuminate. Also, the unit does not transition between ac and dc power. The remote support engineer (rse) provided the part number for the power supply and discussed third generation power supply installation to include a new harness. Further information is pending.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with parts identification; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, a supplemental report will be submitted.